Event description:
The customer reported via phone call that high and low blood glucose were experienced. Customer stated there was a delay in eating dessert and customer's blood glucose was in the 40 to 49 mg/dl. A blood glucose level of 303 mg/dl was reported. Customer then programmed a temporary basal to 50 percent when blood glucose was 60 mg/dl. Customer awoke with high blood glucose at 400 mg/dl. The customer met with their trainer and made adjustments to the basal settings. Blood glucose was then 300 mg/dl. At the time of this report, customer's blood glucose was 60 mg/dl. Customer declined troubleshooting, stating blood glucose had been fluctuating because of adjusting settings with insulin pump trainer. Customer further stated they were stressed and did not count carbohydrates correctly, which customer also attributed the low blood glucose too. Customer stated there were no concerns with insulin pump function.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.